Manufacturer narrative:
Complaint statement (B)(4). Received one rack and 9pcs 454322/b2106367, which expired on june 8, 2022. No customer pictures were provided. No further information/clarification was provided by the customer. A check of production and maintenance records revealed no deviations in relation to the reported event. Unfortunately, with the customer returned samples being past expiration upon receipt, conclusive results were unable to be gathered. Previous testing for this material/batch, prior to expiration, was within specification. The cause for the event cannot be determined.

Event description:
These tubes do not fill to the level they need to for a lab value. Multiple calls from the lab for "insufficient" amount. The tube will not fill to the designated line despite order drawn (e.g., drawn first or second or third etc.). Nurses have been drawing two of these tubes to ensure quantity is sufficient. However, this should not be occurring, and the tubes should be obtaining the right amount of blood (the old tubes where you fill them to the top did). This patient in question is a difficult stick and is getting annoyed with the amount of unnecessary blood which needs to be drawn.